Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard flow controller administration set with needleless y-site(s) experienced occlusion. The following information was provided by the initial reporter: it lets you run the IV solution through it to prime it but once hooked to a patient IV the tubing will not flow. Tried multiple tubings from same lot and having same issues.

Event description:
It was reported that the bd maxguard flow controller administration set with needleless y-site(s) experienced occlusion. The following information was provided by the initial reporter: it lets you run the IV solution through it to prime it but once hooked to a patient IV the tubing will not flow. Tried multiple tubings from same lot and having same issues.

Manufacturer narrative:
Investigation summary: one used sample and 20 unused samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a bag filled with normal saline and allowed to flow. All unused samples flowed. The one used sample did not flow. The customer complaint that the tubing will not flow could be replicated. The root cause is caused by a misplaced gasket. Corrective actions have been taken to correct the issue and the component that was received was constructed before the corrective actions were put in place. A device history record review for model mfs102 lot number 22029884 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.